Event description:
The patient reported three replace battery alarms for batteries replaced three days ago, an empty cartridge warning with 218 units left in the cartridge, and frequent occlusion alarms. Their blood glucose level went as high as 454.